Event description:
It was reported by the rep that when (1) ez45g device and (2) zr45g reloads were used during a wedge resection, incomplete staple lines occurred. Pt lost 1200cc of blood and case was converted to open procedure.